Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. During device evaluation degraded blower foam was found along with dust/dirt and tobacco contamination in the blower assembly. No allegation of patient harm or injury was reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.